Event description:
It was reported that a "bit" of sealant from a mynxgrip vascular closure device (vcd) came out from the patient's body. The physician removed the sealant and manual compression was held for 2 minutes. The product was stored as instructed per labeling. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped according to IFU instructions. The advancer tube was held in place at the skin while removing the balloon catheter. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a "bit" of sealant from a mynxgrip vascular closure device (vcd) came out from the patient's body. The physician removed the sealant and manual compression was held for 2 minutes. The product was stored as instructed per labeling. The vcd was being used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped according to the instructions for use (IFU). The advancer tube was held in place at the skin while removing the balloon catheter. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was vacuum lock and connected to the device. The procedural sheath was on the catheter, fully retracted. The advancer tube was observed on the catheter covering the balloon proximal tip as received. The sealant was not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged distal tamp lock, per the mynxgrip instructions for use (IFU). A review of the manufacturing documentation associated with lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that ¿the advancer tube was held in place at the skin while removing the balloon catheter." It is unknown if the device was manipulated after use; however, the condition of the returned device indicates an incomplete removal of the device. Based on the information provided, the condition of the returned device and the investigation performed, the reported event as sealant dislodged was confirmed and the root cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU). Per the mynxgrip IFU, lbl9288_b, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.